Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, and/or prying/levering the device during insertion. The dfu for this device, dfu-0087-eo revision 4, gives the following warnings and precautions: -bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. -pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. -pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/24/2025, it was reported by a distributor via (B)(4) that an ar-2324bcc suture anchor broke. This occurred during use the anchor was being placed in the tibia and the doctor did not put it in the correct direction causing the anchor screw to break. There was no additional information provided, and additional information has been requested.